Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The philips field service engineer (fse) identified during preventive maintenance that proximal pressure sensor auto-zero failed. There was no patient or user harm reported. The fse confirmed the reported failure. There were two proximal pressure codes which occurred together in a row 110a and then a 110d. The fse replaced the data acquisition board and the problem was resolved. The unit has returned to service mode.

Manufacturer narrative:
G4: 28jul2020. B4: 29jul2020. D4: UDI#:(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25jul2020 b4: (B)(6) 2020 the data acquisition board was returned to manufacturer to failure investigation (fi) for analysis. No fault found. Fi investigation could not replicate problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.